Manufacturer narrative:
Alleged failure: (B)(4), rep, shutting off during cases we sent this unit in for repair on 3/26/19, 7/18/19, 9/19/19, and 10/31/19 all for over-heating , po swap approved per (B)(4) the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s is a bad light cable or led module. The lumens reading was 1184. The spec states 1130 - 2260 lumens. The lumens is passing but at the lower end. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of light (image) during a procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of light (image) during a procedure.